Event description:
Lifecor customer support noticed a few "service code 6" (response buttons stuck) on a recent download from a female patient. Support contacted the patient to exchange the monitor. Patient ended use in 2007, before support could get a hold of her.

Manufacturer narrative:
Evaluation summary: device evaluation of monitor has been completed. The reported problem was confirmed. The monitor had a defective response buttons. The response buttons would stick intermittently. The monitor was repaired. The monitor was retested and restocked. The root cause of the response button failure is the metal dome staying in the collapsed convex shape rather than returning to its normal concave shape. The cause of the collapsed dome was determined to be delamination of the spacer layer within the switch. No adverse event resulted from the faulty response button. The patient received a replacement monitor.